Event description:
Caller reported an error with the continuous glucose monitor labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing full pump reset instructions and guided the process, leading to the successful resolution of the issue without the error recurring once the sensor session was restarted.